Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - the prostar xl 10 f system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5 f to 24 f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of green suture ends detached from the needle tips was confirmed. There were clamp marks on the coiled suture lumens, suggesting the coiled suture lumens were clamped prior to needle and suture deployment. Therefore, the probable cause for the reported event is related to incorrect deployment technique. Clamping the coiled suture lumens would create resistance to needles retraction which would subsequently result in a failure to retrieve the suture as the green sutures were detached from the needle tips. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that an 8f sheath was used in the procedures. The instructions for use states: the prostarxl 10f system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5f to 24f sheaths. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a prostar xl device in a right common femoral artery prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during needle deployment all the needles were deployed but the green sutures were missing when the needles were removed. The green sutures were at the distal part of hub. All the four needles were removed from the hub and then the device body was removed from the patient. A second prostar xl was deployed and sutures set aside to perform the index procedure. The arteriotomy was 8 fr and the sheath size remained the same to perform the index procedure. After completion of the index procedure hemostasis was achieved with the deployed sutures of the second prostar xl. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.